Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on 05/10/2016 via medwatch # (B)(4). A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5323806. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in had missing tubing and cap where the syringe attaches. No medical intervention or injury reported.